Event description:
It was reported that both the atrial and ventricular leads had high thresholds. Both the atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the lead was returned to the manufacturer and analyzed and no anomalies were found. The lead conductor distal was pulled/stretched/overstress. The lead conductor proximal and lead conductor distal had blood not obstructed. The lead outer insulation was breach cut, melted, cosmetic melted, had cosmetic depression, metal ion oxidation (mio) and environmental stress cracking (esc). The lead was stretched and had apparent explant damage.